Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was sticking out of the implant incision site 9 days post implant. The icm was explanted. It was further reported that at the time of the device implant, the physician was struggling to complete the incision with the use of the incision tool. There were no issues with the use of the insertion tool. The physician used 2 steri strips to close the incision following implant. It was also noted that the patient had a thin stature. It was unknown what instructions were given to the patient's family regarding post operative wound care. There was no report of infection associated with this event. No further patient complications have been reported as a result of this event.